Manufacturer narrative:
Product ID 3889-28, lot# va0f9mb, implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0f9mb, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's implant and all components had been removed as on (B)(6) 2014. The implant was done on (B)(6) 2014 and the cables came out of place and had to be moved. It was noted that the patient didn't know when the cables moved but on (B)(6) 2014 they went in and relocated the cables. The cables moved for a second time and then on (B)(6) 2014 instead of moving the cables they removed the whole system. It was reported that the patient must have been allergic to the cables and from the first revision to the system removal the patient was in pain for the whole month. The patient's health care provider (hcp) wanted to implant the device on the right side instead of the left but the patient didn't want to do that. It was noted that the patient wanted to donate their programmer and their hcp told them to call the manufacturer to see if it could be used for other patients.

Event description:
It was reported that the patient was having pain at the lead location that started about a week ago. The patient would be operated again on 2014 (B)(6) and the information from their health care provider stated that it would be a removal of the device or a possible service of the wires. It was noted that the patient wanted to know if they were going to be removing the implantable neurostimulator (ins) and the leads or just the leads. It was also noted that the patient had 3 appointments today.